Event description:
Twenty-eight mos post index procedure, the pt returned to the emergency dept for unstable angina. Repeat angiography showed the patency of the vessel with multiple sites of angiographically nonsignificant in-stent neointimal proliferation; the fluoroscopic images revealed complete stent fracture and misalignment located in the proximal (moderate angulations) and middle segments ( site of overlapping and hinge points) of the right coronary artery. The vessel had regained its physiological tortuosity. Intravascular ultrasonography confirmed the absence of metallic struts in the site of circumferential fracture with neointimal hyperplasia at the strut free segments. Initially, the pt had total occlusion of the proximal right coronary artery. Percutaneous coronary intervention was performed and a 3.0x33mm cypher stent and a 3.0x28mm cypher stent were deployed at 16 atm, overlapping, with good angiographic result. There was no gap between the two stents; this was evidence under fluoroscopic images. The full metal jacket distended the normal tortuosity of the vessel.

Manufacturer narrative:
This ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-01785 and 9616099-2008-01786. This female experienced stent fracture post implantation of two cypher stents (3.0/33mm and 3.0/28mm). The stents were implanted at 16atm in an overlapping manner in a total occlusion of the rca. The end result was good. The reporter noted, "the full metal jacket distended the normal tortuosity of the vessel". Approx 28 mos later, she was readmitted with unstable angina. Repeat angiography demonstrated patency of the vessel with multiple sites of angiographically nonsignificant in-stent neointimal proliferation; the fluoroscopic images revealed complete stent fracture and misalignment located in the proximal (moderate angulation) and middle segments (site of overlapping and hinge points) of the rca; additionally, "the vessel had regained its physiological tortuosity". The author of the article concluded, "vessel tortuosity and the use of overlapping stents may contribute to these complications". The product was not returned; it remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events, but have been observed in long stent segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available info suggest that vessel/lesion characteristics may have contributed to the event.